Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-24319 and 1627487-2013-24321. It was reported the pt was not receiving effective stimulation therapy from his scs system. The pt's scs stimulation appeared to be auto-reducing. An sjm representative met with the pt and programmed the pt's scs system and was able to obtain effective stimulation therapy for the pt. However, on (B)(6) 2013 the pt underwent surgical intervention because sometime in (B)(6) 2013 the pt's scs system begin auto-reducing again. Intraoperative testing of the leads revealed multiple invalid contacts. The pt's scs leads were explanted and replaced with new ones. In addition, the pt's scs ipg was also replaced because the pt stopped using and charging his scs system after it begin auto-reducing and the ipg battery depleted. Follow-up on (B)(4) 2013 identified the pt reported he is receiving effective stimulation coverage of all his pain areas. The reported issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.